Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call insulin backed into reservoir compartment last night. The customer's blood glucose was 500 mg/dl at the time of call. Customer was treated high blood glucose with manual injections. Trouble shooting was performed and found there was a reservoir leak but unable to locate a visible leak. Caller does not have the transfer guard to return but will return reservoir. Caller flatly denied trouble shooting for high blood glucose. Advised sending a replacement reservoir. The reservoir product will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir(transfer guard not returned). Performed pre-fill reservoir test using a new lab transfer guard, per (B)(4) and (B)(4). Found reservoir no leakage anomaly during filling. Also inspected and checked o-rings/stopper groove for anomalies none were found. Ran basal, bolus leaking test per (B)(4) as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into paradigm pump. Conclusion: reservoirs not leaks. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).